Event description:
The olympus representative reported on behalf of the customer, the camera head presented an image flash (image could not be recognized). The issue was detected during preparation for use. The intended diagnostic procedure was completed with a similar device and the video system with no surgical delay. No patient injury was reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The cable was damaged, and when shook would generate interference on the image. The coupler was aging and rusty. The video component failure led to image watermarks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure caused by cable damage resulting in an image defect. The cause of the cable failure could not be identified. Therefore, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.